Event description:
It was observed that during the device evaluation, the bronchovideoscope exhibited that due to damage on the circuit board of video plug section, image noise occurs, and an image cannot be displayed. There were no reports of patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. Additionally, the investigation found: that due to damage on the circuit board of video plug section, image noise occurs, and an image cannot be displayed. Based on the results of the investigation, it is most likely the reportable malfunction probable causes might be due to some kind of stress such as damage or deterioration of parts. The most probable cause of this complaint is expected or random component failure without any design or manufacturing issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.